Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance anomaly. This brady lead was replaced with different model, not implanted and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Visual inspection revealed bent helix. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. This supplemental correction report was created to capture the additional information received which indicates that this lead was attempted due to difficulty in advance. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance anomaly. This brady lead was replaced with different model, not implanted and was returned for analysis. No adverse patient effects were reported. Additional information was received which indicated that this brady lead was attempted due to difficulty in advance. This brady was returned for analysis.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance anomaly. This brady lead was replaced with different model, not implanted and was returned for analysis. No adverse patient effects were reported. Additional information was received which indicated that this brady lead was attempted due to difficulty in advance. This brady was returned for analysis.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was attempted due to difficulty in advance. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.